Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was intermittently responding to the up arrow button. All other keypad buttons working. There was also adhesive/contamination found under the up arrow button contact.

Event description:
The patient's mother claimed that the up arrow button required to be pressed multiple times for the pump to respond. The other buttons work correctly. The pump reportedly has not been exposed to moisture.